Manufacturer narrative:
H3): a portion of the device was discarded and a portion remained in the patient, thus no device evaluation could be completed. H6): lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to occlusion and non function. A right atrial (ra) lead was present in the patient as well, but was not targeted for extraction. A spectranetics lld #2 lead locking device (lld #2) was inserted into the lead to provide traction. Beginning with a spectranetics 13f tightrail sub-c rotating dilator sheath followed by a 13f tightrail (long), attempts were made to advance past the occlusion. During the procedure, access was gained using a wire, and a new rv lead was implanted. At that time, the decision was made to stop any further extraction attempts, leaving the non functional rv lead in place. Attempts were made to unlock the lld #2 from the rv lead, but were unsuccessful; therefore, the rv lead/lld were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld #2 within the rv lead which was cut and capped and remained in the patient.